Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of a failed battery test alarm from the insulin pump. The customer's blood glucose reading was unknown. The father stated that they changed the battery a few times and still received a failed battery test. The customer will call back to troubleshoot.